Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 19 mm bioprosthetic aortic valve, implanted for approximately 11 and three (3) months, underwent a valve-in-valve procedure due to aortic stenosis. The tavr was performed with a 23 mm edwards transcatheter heart valve. Per the reported information, the patient received a dental treatment after four (4) months post valve-in-valve. Subsequently, the patient had a continuous fever of 37 degrees celsius. The patient was admitted to the hospital for further examination and the infective endocarditis was diagnosed. Antibiotics were administered and the infection was controlled. The patient planned to undergo a re-avr in a few days. The patient status was reported as ¿recovering¿.